Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilation balloon was used in the esophagus during a dilatation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon burst when it was inflated to almost 15mm. The balloon was removed and the procedure was completed with another cre fixed wire dilation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.